Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse reviewed the customer's calibration, quality control (qc) and sample repeat data. The customer's calibration and qc was in range at the time of the event. Siemens is investigating the event.

Event description:
A discordant, falsely elevated carcinoembryonic antigen result was obtained on a patient sample on an advia centaur xp instrument. The initial result was reported out to the physician(s), which was questioned. The customer repeated the same sample an alternate advia centaur xp instrument, resulting lower. The customer repeated the same sample on the original advia centaur xp instrument, resulting lower than the initial result. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated carcinoembryonic antigen result.

Manufacturer narrative:
The initial MDR 2432235-2017-00245 was filed on april 12, 2017. Additional information (04/25/2017): the siemens headquarters support center (hsc) reviewed the event. The customer's calibration and quality control was in range at the time of the event. The issue was not able to be reproduced. No further issues were found. The cause of the discordant, falsely elevated carcinoembryonic antigen result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.